Manufacturer narrative:
The subject devce is not available.

Event description:
During embolization procedure the main coil prematurely separated inside the microcatheter at the detachment zone. The physician removed the coil without clinical consequences to the patient.

Manufacturer narrative:
Duplication rationale: during review of our database it was confirmed that this event had been previously reported under MFR. #3008853977-2016-00201; therefore, please refer to this mentioned MFR. For future supplemental and completions of the customer reported event.

Event description:
During embolization procedure the main coil prematurely separated inside the microcatheter at the detachment zone. The physician removed the coil without clinical consequences to the patient.